Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was returned loose in the product carton. The lock out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced at the wound guard and is advanced under the iol. The iol is mangled and strewn between mid nozzle and the nozzle tip. The nozzle tip is bent/damaged, this could have been due to the sample being returned loose in the carton. We are unable to determine the root cause for the reported complaint defective injector tip poorly shaped. The company device was returned activated with the plunger advanced at the wound guard. The instructions for use (IFU) instructs to inspect the company device nozzle before use, inspect device nozzle for damage, particulates, or deformation. Ensure that device is completely intact and that the plunger and lock out assembly have not been moved. If the device does not pass the inspection criteria, use another company iol and company delivery system. All company devices are 100percentage cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify that the damage was present when opened and if the device contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of defective injector tip with poorly shaped. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).